Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Event description:
Per complaint 63143, after clinical procedure, patient experienced failure of implant to osseointegrate